Event description:
Customer reported that his blood glucose was 198 mg/dl. Customer stated that his sensor was constantly alarming sensor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.